Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent primary tka of the left knee in 2013. Patient fell in october 2016 and underwent im nail fixation, following intertrochanteric fracture. Patient presented to office (B)(6) 2017 complaining of unbearable pain in inability to wear bear. Radiographs showed a catastrophic failure of the left tibial tray perforating the anterior cortex. Patient underwent subsequent revision of all components except patella in (B)(6) 2017.